Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified an opening crack, crease flat and fluids clear inside the device. A leak test was performed and found opening crack on the diaphragm valve. A microscopic analysis was performed which identified an opening crack and delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve.